Event description:
It was reported by service report that the mattress could not adhere to the litter due to missing velcro. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Velcro, mattress.